Event description:
In 2008, the sales rep reported that during surgery, the driver would not work. The driver was stripped. No harm to the pt. Add'l info received on 02 may 2008 via telephone, the sales rep reported that the surgeon used other instruments that were in the hosp to finish the case as intended since both drivers did not function. There was a one hr surgical delay.

Manufacturer narrative:
Prod is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the prod.